Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that it was discovered during cleaning post-surgery that a chip was missing out of tip of the instrument. There were no delays or patient harm reported. The office will do a post op check for any foreign pieces.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned elevator. The elevator shows signs of multiple uses including marking/ scratching on the product surface. Further inspection showed that the elevator tip has fractured. The complaint is confirmed. A determination cannot be made as to what caused the tip to fracture. Review of the device history records identified no deviations or anomalies during manufacturing. The manufacturing date could not be verified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.